Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was not reported. On 04-dec-2019 the patient¿s father reported that his daughter had a baclofen overdose on (B)(6) 2019. The reporter then terminated the call without providing any additional information. No further complications have been reported as a result of this event.